Event description:
The manufacturer was contacted regarding a dreamstation bipap avaps30ae aam, au device. On the rwo, the complaint reports black foam, in addition to other operating issues. There was no reports of serious injury or harm, and neither was there any mention of medical intervention.

Manufacturer narrative:
The replacement dreamstation unit provided to the customer contained a blower box with the silicone foam. In (B)(6) 2024, the biomedical engineering unit at (B)(6) conducted servicing on this device and replaced the blower box containing silicone foam with a blower box containing the pe-pur foam. Post service, the device failed power cycle test and was returned to philips for evaluation. Upon evaluation of the device, the manufacturer's bench engineer removed the covers of the device and identified that the blower box assembly contained pe-pur foam. A complaint file was raised to the manufacturer for further investigation. The manufacturer confirmed with the customer that the affected device was not used on a patient and was sent to philips australia after servicing.